Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted. Investigation found no abnormalities with the fluid path and needle mechanism that would contribute to the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The adhesive pad was not returned with the device. No bends, kinks or damages were observed on the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 320 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient realized the cannula had not properly inserted in the infusion site (back); the cannula also appeared bent upon removal. As treatment, a new pod was applied and a 5 unit bolus was delivered.